Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back under the lifevest. The patient's doctor suggested removing the lifevest to assist with healing while at home. The patient's daughter, a nurse, applied a light lotion on his back. Follow-up indicated that the irritation was better.